Manufacturer narrative:
Corrected information was provided in h.11. The product was not returned for analysis. Only photo was returned. Plunger underride was observed on the returned photo. Photo review: received photo shows a close up of a company device, the lens bay and nozzle are in view. The intra ocular lens (iol) is advanced to nozzle entry, and the plunger is advanced to past nozzle entry and has passed under the iol. The iol appears to be crushed. We are unable to determine the root cause for the reported complaint lens stuck in the cartridge, the injector plunger passed over the lens. The product was not returned for analysis. Plunger underride was observed on the returned photo. Plunger underride may occur: ¿ if the lens has become misaligned in the lens bay during the manufacturing process. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic visco elastic device may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. ¿ if the operating room temperature is too high (> 23 degree c / 73 degree f) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, lens stuck in delivery system, so surgeon removed the lens from the cartridge and placed it with a manual injector. Additional information has been requested.